Event description:
Reporter alleged the customer was unable to use the lancet softclix plus lancet system for finger-stick blood glucose testing because the systems plunger would not work. The manufacturers evaluation department determined the lancet needle that is part of the softclix plus system is sticking out beyond the cap. The location of the alleged incident was not provided. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Softclix plus lancet system: catalog number 04628349001.

Manufacturer narrative:
The suspect product is the softclix plus lancet device.